Event description:
We received a report that an intraocular lens (iol) became dislocated after it was implanted. The surgeon explanted the iol and replaced it with the same type of device during the same procedure. The lens was cut in half to remove it so the original incision was not enlarged.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual examination was performed at 10x microscope magnification. Visual inspection revealed that the lens was received cut in two halves without one haptic. There were surface residuals adhered to the optic body compatible with handling the lens out of sterile environment. The condition of the returned device is consistent with one that has been explanted. Based on the investigation the cosmetic defects found on the returned lens are related to the explant process and not to manufacturing defect. Based on the sample condition no manufacturing defect that could cause the complaint for ¿dislocation¿ can be identified. Manufacturing records were reviewed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) was generated during manufacturing of this product order. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.